Event description:
During use for a cardiopulmonary bypass procedure, the roller pump was momentarily stopped by the user. When attempting to restart the pump, it would not start. Within a few seconds, the pump started again. The pump was replaced with an alternate pump, and the procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.